Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy fluid. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the peritonitis event and began treatment with meropenem injection (1gm only in one bag, intraperitoneal, ongoing, frequency and duration were not reported) for the event. On an unknown date, the patient was treated with vancomycin injection (1gm start dose, ongoing, route, frequency and duration were not reported) and amikacin injection (500mg start dose, ongoing, route, frequency and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.